Event description:
It is reported that the reamer broke during a standard reaming procedure.

Manufacturer narrative:
Other device used: catalog this report will be amended when our investigation is complete.